Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the reported issue on the universal surgical manipulator (usm). The unit was tested on an in-house system in normal mode, and it triggered no errors. During the system test in normal mode, the usm did not recognize any instruments. The unit was tested on a test platform and it failed carriage switches test with "dallas chip not found" error message. During troubleshooting, the axes controller carriage interface (acci) flat flex cable (ffc) was found to be not clipped in. After clipping the ffc back in, the usm passed carriage switches test. An error code of 22020 was found in the log, pointing to degree of freedom (dof). Inspection of the carriage was done and there was no fluid intrusion or haze found on the rotor mirrors and instrument sterile adapter (isa). As a fix, acci assembly and, axes controller carriage logic (accl) printed circuit assembly (pca) will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issue on arm 3, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the usm to resolve the issue with the recognition issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) called the technical service engineer (tse) and reported that the instrument was not recognized on the universal surgical manipulator 3 (usm). Prior to the call, users tried with 3 different instruments, but the issue persisted. The isi tse checked live logs, errors 282 and 31009 were present pointing to an instrument sensor missing. The isi tse advised isi csr to reinstall the sterile adapter (sa) and make sure all disks were spinning properly and no drape was stuck between the sa and carriage. The surgeon preferred to perform troubleshooting at the end of surgery. The isi csr called back and stated that the error persisted. He has replaced the sa and inspected the instrument carriage and presence pins. He has also restarted the system, but the error had returned. The procedure was completed as planned with no reported injury. Isi contacted the site and obtained the following additional information regarding this event: the system worked correctly upon power on until about halfway through the first case of the day. The procedure was completed successfully with 3 arms.